Event description:
It was reported that the stent was deployed in an unintended place. The target lesion was located in the left iliac vein. A 75 cm wallstent endoprosthesis stent was advanced for treatment. However, there was difficulty deploying the stent. When the physician deployed the stent, the stent was deployed in unintended location. A second stent was then deployed to treat the intended lesion. No patient complications were reported and the patient was stable post procedure.